Event description:
It was reported that sometime post port placement procedure, the patient allegedly experienced pain on the right shoulder and right arm. Upon x-ray examination, the device allegedly had a break. Reportedly the distal catheter segment could not be removed as it was adhered to the patient. The patient status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history record will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one groshong catheter segment, one terumo snare and one unknown 8f sheath were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, identified deformation due to compressive stress, material separation and naturally worn issues as a completed circumferential break was identified on the returned catheter. Further during microscopic visual evaluation the circumferential break showed characteristics of a smooth and granular surface with rounded edges. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g5. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the patient allegedly experienced pain on the right shoulder and right arm. Upon x-ray examination, the device allegedly had a break. Reportedly the distal catheter segment could not be removed as it was adhered to the patient. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. Device pending return.

Event description:
It was reported that sometime post port placement procedure, during x-ray examination device allegedly had a break. It was further reported that distal catheter segment allegedly failed to be removed as it was adhered to the patient. The patient status was unknown.